Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.

Event description:
During x-ray review that showed the PICC tip curled back on itself in the basilic vein. The sherlock 3cg demonstrated an elevated p wave with the tip followed to a green diamond ¿lollipop¿. The inserter reported no issues with insertion and flash back and flushed with ease. The cxr was taken directly post insertion this report is for one of three events reported. Additional details: PICC placed with nil issues. Elevated p wave present on 3cg reading. Attended cxr on completion of insertion. Reported to be in ijv by radiologist. Due to policy and dr. Request 19-12 PICC removed rather than troubleshooting it into position.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
During x-ray review that showed the PICC tip curled back on itself in the basilic vein. The sherlock 3cg demonstrated an elevated p wave with the tip followed to a green diamond ¿lollipop¿. The inserter reported no issues with insertion and flash back and flushed with ease. The cxr was taken directly post insertion this report is for one of three events reported.